Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0: h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The system performed as intended. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy. The manufacturer representative (rep) on-site reported that images were obtained from an imaging spin and anatomical landmarks were checked and appeared accurate. Pilot hole and screw plans were saved. The surgeon was adding two screws on l2 for an interbody fusion procedure. Hardware was previously implanted from l3 to s1. Neuromonitoring was used throughout the procedure. It was noted the surgeon followed nav plans to implant screws. Following implantation, a second spin on the imaging system revealed that the left screw was approximately 20 mm lateral to its planned location and skiving had occurred. Screw placement was confirmed by x-ray. Rep noted that there was a lateral aspect tear and potential cerebrospinal fluid (csf) leak. Duraseal and agent were used along with stitches to mitigate injury. Left screw was removed and re-implanted using the image from second imaging system spin and the navigation system. Navigation, surgery, and imaging were aborted. There was a surgical delay of one hour or more.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Based on the available data, movement of anatomy relative to the reference frame during screw placement is suspected, though this cannot be confirmed. Such events are not captured in logs or archives. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.